Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead exhibited dislodgement. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.